Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours; however, the actual infusion time was 48 hours and 4 minutes. The device infused 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: device manufacture date - the lot was manufactured between january 2-3, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.